Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right atrial (ra) lead exhibited noise and oversensing that resulted in pacing inhibition. Upon review the noise was suspected to be the result of electromagnetic interference (emi) possibly related to the minute ventilation (mv) sensor. The mv sensor was programmed off with only the accelerometer remaining on. No further instances of oversensing were observed following reprogramming. Subsequent provocation testing was unable to produce noise or find any indication of a lead integrity issue. While the patient reported non-specific symptoms due to the ra pacing inhibition it was noted that no adverse patient effects or injury occurred. This system remains in service.